Event description:
It was reported that the patient had intermittent high impedance when system diagnostics were performed. Xrays were provided. Ap chest and neck x-rays were reviewed. No discontinuities were observed in feedthru wires. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. The lead wires appear to be intact at the connector pin. Based on the images provided, the cause of the intermittent high impedance is not able to be determined. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The intermittent high impedance was reported to have been due to incomplete lead pin insertion. Surgery was performed. No additional relevant information has been received to date.